Event description:
"The IV blood set disconnected during the administration of blood to a pt in the operating room. The disconnection occurred at the proximal end of the blood filter and IV tubing. The set was not under pressure. No pt consequences or medical interventions were required. A new set up was required".